Manufacturer narrative:
A ge service representative performed an on site investigation. The key switch in the housing unit was repaired. The system was tested and operates as intended.

Event description:
The customer reported the 9800 system's vertical lift column would not move up and down. No pt injury was reported.